Manufacturer narrative:
The system was examined and the reported event was replicated (via event logs). The fluidics module (fm) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 5, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the leaking fm. However, how or when the product became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
The fluidics module was returned for revaluation. A visual assessment of the returned sample was performed on (B)(6) 2017 and showed evidence of dried balanced salt solution (bss) on and under the module faceplate. The returned sample was installed into a calibrated system. Unrelated to the reported event, when the system booted up, a very loud, high-pitched whistle came from the sample fluidics module, and system message (sm) displayed. The whistle and sm were found to be caused by a loose screw that allowed air to escape the top seal of the pincher manifold. When the screw was tightened, the sound and sm disappeared. The known good cassette was inserted into the returned sample fluidics module and latched successfully. The cassette was primed successfully 5 times, with no sm displayed. The ultra sound (us) function was initiated, and the sample module was able to aspire and operate as intended. The reported event of sm was unable to be replicated. The returned fluidics module was found to meet specification. Therefore, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system displayed a system message during a procedure. The message would not clear and the procedure was aborted. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer requested service, the request for service remains open at this time. No additional, related information has been obtained. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 5, 2014. Based on qa assessment, the product met specifications at the time of release. Service has not been completed at this time; as a result, the root cause cannot be determined conclusively. (B)(4).